Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). A small pre-existing fossa was used to complete the transeptal crossing with a versacross connect device. After the versacross wire was advanced into the left atrium and the was to be crossed into the left atrium a circumferential pericardial effusion was identified. The patient became hypotensive and the laa closure procedure was aborted. A pericardiocentesis was performed, a pericardial drain placed, and the patient received a blood transfusion. The patient was hospitalized overnight for observation. No further information on the status of the patient is available.